Manufacturer narrative:
(B)(4). The insulin pump passed active current measurement, self test, and displacement test. Pump received power error detected confirmed in pump history files and in power graph generated by adapt power management tool. Problem isolated to electronic assemblies. Unit failed sleep current measurement due to unexpected battery power loss and power error detected.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now with a low battery warning. New battery did not resolve the issue. The device will be returned for analysis.